Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated. Patients with known hypersensitivity to nickel-titanium. Patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. The devices involved in this incident were not returned as they remain within the patient. The root cause of this complaint cannot be determined; however, there was no report or information indicating a device malfunction occurred. No report was made of issue with the devices. (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported that during upon follow-up treatment of a previously clipped left middle cerebral artery (mca) bifurcating aneurysm, it was observed that the aneurysm had increased in size and was currently 6mmx4mmx5mm. The treatment plan was to y-stent the aneurysm with a catheter jailed in the aneurysm. The superior terminal branch (m2) was stented first using the lvis jr 3.5x18 (hde) successfully. The lvis jr 2.5x17 (hde) was placed successfully in the left m2 inferior branch. The proximal end was positioned at the left m1 segment. Multiple embolization coils were successfully deployed through the jailed catheter. The catheter was removed and the patient was reported to wake up fine. The patient was moved from treatment and was checked on and reported to be fine at 7pm. The following day (B)(6) 2015 at 8am, the patient exhibited aphasia. An MRI was performed, and the patient was placed on an IV of 500 units of heparin per hour. The patient is reported to still have some aphasia. She has lost the robotic speech, but still has trouble finding the words she wants to use. The patient is working with speech therapy. Reference MDR: 2032493-2015-00183 for second device- lvis jr 3.5x18 (hde).